Event description:
It was reported that a pt was being ventilated through the device and was found pulseless, cyanotic, and non-responsive. The ventilator was alarming high pressure, the therapist removed the device from the circuit and the pt's condition immediately improved and returned to stable condition. The device was reportedly clean and dry when it was removed from the ventilator.